Manufacturer narrative:
Patient is an ex-smoker.

Event description:
Two submarine plus pta balloon catheters were used to treat a lesion located in the sfa of the right leg. Device was successful; however it was reported that during treatment with the submarine plus pta balloons, a dissection occurred..

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (dissection). (B)(4).